Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a patient injury which was alleged to be caused by a cuff. It was reported that two days after a patient was extubated, the patient showed symptoms from upper respiratory airway (cough and chest pains). Further information indicated that the medical examination of upper respiratory airway identified tracheal injury, which was located in the place of the tracheal tube cuff. It was alleged that the patient required additional treatment and the tracheal tube cuff caused the injury. Medtronic is requesting additional information regarding the circumstances of the event.